Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: an overwrap package and a broken suture of product code , lot# ah4892 were returned for analysis. During the visual inspection of the sample under 10x magnification, a piece of thread it was received for analysis. The suture was inspected along of the strand, blood stains and a broken suture could be observed. In addition, pinch marks near to the thread broken were found, probably by a surgical instrument. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. According to the samples condition, the assignable cause of suture breakage is due to improper handling of the sample.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a female patient underwent an unknown procedure and suture was used. It was reported that the thread breaks very easily, being impossible to operate with it. There were no adverse patient consequences reported. No additional information will be provided.